Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Dr. (B)(6) was performing a total knee arthroplasty on the patient. Once all of the trial parts were checked for stability, the surgeon asked to review the implants. As the rep, I showed the implants to the surgeon, checked them myself, and showed them both the scrub tech and nurse. It turns out that a size 4 left femur was opened and implanted into the patient with cement on it without anyone seeing the mistake. The surgeon and tech then realized that the femur was incorrect, but only after having implanted it. Luckily, the cement had not completely hardened and they were able to explant the femoral component with very minimal bone loss. After that, the femur was cleaned up and the correct sided femur was implanted. The poly, a size 4 6mm poly insert was also removed along with the first femoral component. A new poly (size 4 8mm) insert was used once the mistake had been corrected. The surgeon then checked for stability, and then proceeded to close the knee. The patient was stable intra-operatively after implanting the 2nd femoral component and 2nd tibial insert.

Manufacturer narrative:
No device associated with this report was received for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Provided information stated the right knee was prepared and an left knee implant device was inadvertently inserted into the patient. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The root cause is attributed to misuse/off-label use. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.